Manufacturer narrative:
A correction was made to the device lot number. The reported event was confirmed through the service evaluation process.

Event description:
It was reported that the hook of the navlock, universal tracker adapter for instruments from 2 to 7mm during the course of a posterior spinal fusion procedure. The device broke while being tightened down to a rod and snapped off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using navigation.

Event description:
It was reported that the hook of the navlock, universal tracker adapter for instruments from 2 to 7mm during the course of a posterior spinal fusion procedure. The device broke while being tightened down to a rod and snapped off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using navigation.

Event description:
It was reported that the hook of the navlock, universal tracker adapter for instruments from 2 to 7mm during the course of a posterior spinal fusion procedure. The device broke while being tightened down to a rod and snapped off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using navigation.